Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The consumer stated that during removal, 2 u by kotex security regular tampons came apart leaving pieces behind. She does not plan to seek medical attention.